Event description:
It was reported that at the end of the ptca procedure, the guide wire would not move backwards. An attempt was made to free the guide wire from the patient. Upon removal of the guide wire, the tip was found to have "sprung", and a small portion of the tip remained in the patient. No patient symptoms have been reported.